Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation exhibited a white substance, cosmetic environmental stress cracking, and was breached cut. The lead exhibited apparent explant damage.